Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. Only the customer's meter was returned. The retention customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.1 inr, qc 3: 2.9 inr. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Device evaluated by MFR: device requested but was not returned.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The laboratory result was 2.2 inr at 15:53, within 3 hours of the draw of the laboratory sample, the meter result was 3.1 inr. The customer's therapeutic range is 2.0 - 2.5 inr. Based on the meter reading the customer's doctor advised them to decrease their coumadin dosage. Once the laboratory result made available on (B)(6) 2019, the customer's doctor advised the customer to increase their coumadin dosage based on the laboratory result. There was no allegation of an adverse event based on the coumadin adjustments. The customer's current condition was provided as stable. Prior to the tests of (B)(6) 2019, the customer had low meter results causing an increase to coumadin dose. The customer's test strip and meter were requested for return.